Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis and pseudocyst. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. A review of the received implantation report showed no potential inconsistencies related to the reported revision. According to the provided revision report, the post-operative diagnosis was implant failure due to foreign body reaction and pseudocyst. During the revision a pseudocyst was noted extending through the fascia lata, invading the subcutaneous tissue arising from the posterior aspect of the hip/capsule. Frozen section showed no signs of infection. A synovectomy was also performed. Based on the provided documents, a root cause cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to metallosis and pseudocyst.